Manufacturer narrative:
Other, other text: device evaluation: the device was returned for investigation. The smiths label was intact. Power lost while pump was on messages were found in the pump's event history logs. A functional check and visual inspection were performed, and the customer's reported failure was not confirmed. The root cause of the reported failure cannot be established. The microprocessor unit board will be replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Additional information was received indicating that there was no patient involvement or interruption of therapy.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had battery issues. It is unknown if there was a patient, or clinician injury associated with this occurrence.